Manufacturer narrative:
Concomitant products: catheter model 8709sc, lot# n176647004, implanted: (B)(6) 2008. (B)(4).

Event description:
An alarm was reported. It was noted that an alarm was heard every four hours but not confirmed by telemetry. It was noted that the patient was due for a refill but was 'fine,' there were no therapy issues. Later that same day, it was reported that the alarm was critical. The patient had a seizure but he has a seizure disorder and it was not believed to be related to device. The health care provider (hcp) had been notified of both. It was also noted that the patient was going to be transported to a local emergency room for evaluation. It was later reported that the patient experienced 'mild' increased spasticity and that the event was due to a missed refill. It was also noted that the pump alarmed 'appropriately.' The pump was refilled without difficulty. Patient status was noted as 'fine.' The system was used to infuse baclofen.